Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jaw broke off. The procedure was completed with different product. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.